Event description:
The patient experienced pericardial effusion after ablation of atrial fibrillation. The patient was asymptomatic and the pericardial effusion was discovered 1 day after the ablation procedure during a routine echocardiography examination. Further echocardiographic controls showed regression of the pericardial effusion. The patient had an uneventful hospital stay and was discharged in good condition from the facility. The patient did not need pericardial puncture.

Manufacturer narrative:
Two days later (2008), the same catheter that was reprocessed by the facility was used during a left atrial tachycardia procedure on a different patient. Echocardiolography was performed and a 14-mm pericardial effusion was discovered. This injury is reported under manufacturer's ref. No. The reprocessed navistar rmt thermocool catheter returned to biosense webster was tested and found to function as expected. Further investigation is still being performed. This report is related to biosense webster another three manufacturer's ref. Numbers.